Event description:
Customer states that they were using a beckman coulter datalink data mgmt system in conjunction with an access immunochemistry system and that a sample dilution was entered into the datalink and was identified on the system but, was no used in the final result calculation. This scenario could produce results that are incorrect by the multiple of the dilution factor. Dilution factors entered directly into the access system did not exhibit this anomaly. While no reports have been rec'd indicating any incorrect results have been reported or used, the potentially incorrect results, due to the missing dilution factor calculation, could be inappropriately used by the physician for diagnosis and/or treatment decisions. The datalink may be used as an ancillary device for several beckman coulter instruments. Internal investigations have confirmed that only the access and immage instruments can exhibit scenario described.